Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/5 of pt's automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therapy early. The home pt may have continued therapy with the same supplies. No pt injury or medical intervention was indicated at the time of the initial report.